Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event, all of which was allegedly caused by the exposure of the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.